Event description:
Pt warming. I stopped the scan before the last sequence scan by using the pt alert device. Both arms felt skin blistering effect. My head and neck felt warm too. I was pulled out of the magnet and cooled down for about 5 minutes or less. Then, after the last sequence scan, I felt warm again. I told the mr tech at that time that I felt warm again and it was the same blistering sensation. It was outrageous when she told me that she knew already that they almost seem to have the same problem when they scan on this lumbar spine coil. (B)(6) study, (B)(6), 2011 at (B)(6). Dates of use: duration - (B)(6) 2011, approx 45 mins.